Event description:
The bilaterally implanted pt reportedly experienced a loss of sound between her external equipment and the implant on originally implanted ear (left side). External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the pt's device was no longer functioning. The pt was reimplanted with another advanced bionics cochlear implant.